Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical product's snap button got detached. The customer was changing the patient's mask every 24 hours. In this event, the snap button fell down on the patient's neck during the use of it. No patient injury. There were no reported adverse events.